Event description:
It was reported to philips that the operational check test failed.

Event description:
It was reported to philips that the operational check test failed.

Event description:
It was reported that the operational check test failed. There was reportedly no patient involvement. The manufacturer's authorized bench repair technician evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor for which a quote was provided. The device was returned to the customer site and no further evaluation is warranted at this time.